Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customers blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.